Event description:
It was reported that the customer had been in the hospital for high blood glucose levels. Customer's health care professional suggested that the customer get the pump replaced. Customer stated that her doctor told her that the pump was not working properly and is the cause of her high blood glucose levels. Customer stated that she was hospitalized from (B)(6) 2014. Customer stated that her blood glucose level was 770 mg/dl at the time of the emergency room visit. Customer had symptoms of extreme thirst, frequent urination, and a bad headache. Customer was admitted to the hospital and was wearing the pump at the time of hospital visit. Customer was assisted in removing the reservoir and rewinding the ump. Customer stated that she ran enough at least 5.9u of insulin. Pump settings were reviewed and are correct. Customer stated that the cannula was bent in the day of the hospitalization. No additional info provided.

Manufacturer narrative:
Findings unit passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. No unexpected low battery alarms noted. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. (Unit received with minor scratched display window. (B)(4).